Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient obtained a blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and experienced the symptom of nausea. The patient noted she did not hear the pump giving the "loss of prime" warning alarm. The patient's mother discovered the insulin cartridge cap was loose. While disconnected from the pump, the reporter was able to tighten the cartridge cap and give a correcting bolus dose of insulin to the patient. The patient did not seek any medical attention. The patient's technique was incorrect by not having the cartridge cap tightened and not responding to the pump alarms. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.